Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited tears on the pink rubber and exposed core of the c-cap (plastic distal end cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to stress, leading to expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.